Event description:
A customer reported receiving erratic readings on their adc meter. The customer reported receiving readings of 10 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing shakiness, dizziness and self-treating by eating breakfast and taking "the rest of her (unspecified) medicine" to counteract the event. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when additional information is available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl and do not produce a numeric value for readings less than 20 mg/dl. A reading less than 20 mg/dl would display a "lo" message.